Event description:
End user reported red rash to skin under wafer.

Manufacturer narrative:
Based on the information provided this event is deemed serious injury. End user states he experienced the rash while using seven appliances from two boxes. He is changing appliances in less than 24 hours. He uses competitor adhesive remover wipes and protective barrier wipes. Th user was encouraged to try a different product but, does not want to change product and requests replacement of same. Replacement will be provided. End user agrees to try convex wafer. Discussed crusting technique and appliance change. From a clinical perspective, a casual relationship between the esteem 1 pc drainable invisiclose drainable pouch and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.